Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained through the femoral artery. The 80% stenotic, 25mm long lesion was located in a moderately tortuous and moderately calcified unspecified artery with a greater than 45 degree bend. The physician advanced a 2.75x24mm liberte stent to the lesion, but was unable to cross "with this device because of the strut damage." The procedure was completed with another 2.75x24mm liberte stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Updated: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluation: returned product consisted of a liberte/veriflex stent delivery system (sds) with no original packaging or other devices. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There was no evidence of material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained through the femoral artery. The 80% stenotic, 25mm long lesion was located in a moderately tortuous and moderately calcified unspecified artery with a greater than 45 degree bend. The physician advanced a 2.75x24mm liberte stent to the lesion, but was unable to cross "with this device because of the strut damage." The procedure was completed with another 2.75x24mm liberte stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).